Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The service rep reconnected an open wire. The system was tested and is operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the stenoscop system was exposing at 110kb, and needs to be adjusted to 40. No pt injury was reported.